Manufacturer narrative:
Additional information: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cs100 intra-aortic balloon pump (iabp) battery was not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: h4. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse found that the unit was not working on mains (ac). The fse replaced the power supply after determining that it was defective. The unit was observed on a system trainer for more than two hours. The battery was charging and the unit was working okay. All tests were performed and passed. The iabp was handed over to the customer in good, working condition.